Event description:
Rayner intraocular lenses limited rec'd notification from (B)(6) of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided by the healthcare facility states that the cartridge used was faulty.

Manufacturer narrative:
(B)(4) has been allocated to this event by rayner intraocular lenses limited. The device subject to this case was discarded by the healthcare facility. No device analysis results are available as no device analysis could be performed. Despite various attempts made by vigilance personnel to obtain add'l info on the reported event, no further info had been forthcoming from the healthcare facility. W/o the ability to examine the device and w/o clear event details being provided a failure mode and root cause cannot be ascertained. Our review of the production records for the r-inj-04 injector batch b109 and associated t-flex aspheric 573t intraocular lens batch 021e20116 showed that all mfg and quality checks were conducted with successful results. All devices were within tolerance, met specification criteria and were w/o defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector and associated t-flex aspheric 573t iol ((B)(4) 2011) was conducted in order to determine if any trends exist. This review concluded that no other incidents, of any type, have been rec'd against the r-inj-04 injector batch b109 or the t-flex aspheric 573t iol batch 021e20116.